Event description:
It was reported that the patient underwent a lithotripsy procedure, and during a follow up visit on (B)(6) 2024, it was noticed that lithiasic remnants remained that the patient could not expel. A second surgery was performed. No subsequent follow up visit was required for the patient and no further patient complications were reported. The stone remnants were due to the characteristics of the patient such as large size of the lithiasis that caused fragments to persist instead. The patient did not experience symptoms from the stone fragments left behind prior their removal.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Exact age of the patient at time of event is unknown. Reported patient age: 61-70 years old.

Event description:
It was reported that the patient underwent a lithotripsy procedure, and during a follow up visit on (B)(6) 2024 it was noticed that lithiasic remnants remained that the patient could not expel. A second surgery was performed. No subsequent follow up visit was required for the patient and no further patient complications were reported. The stone remnants were not due to the fiber but due to the characteristics of the patient such as large size of the lithiasis that caused fragments to persist instead. The patient did not experience symptoms from the stone fragments left behind prior their removal.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Exact age of the patient at time of event is unknown. Reported patient age: 61-70 years old.